Event description:
The customer reports that the swg (spring wire guide) kinked during puncture on the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during puncture on the patient.

Event description:
The customer reports that the swg (spring wire guide) kinked during puncture on the patient.

Manufacturer narrative:
Qn# (B)(4).the customer returned one guide wire for evaluation. No definite signs-of-use were observed. Visual analysis revealed that the guide wire contained a long, continuous bend towards the distal end. Despite this, the distal j-bend was intact. Microscopic examination revealed that the proximal and distal welds were secure and intact. The bend in the guide wire measured 57mm-85mm from the distal weld. The total length of the guide wire measured to be 602mm which is within specifications of 496mm-604mm per the guide wire graphic. The outer diameter of the returned guide wire measured to be 0.863mm, which is within specifications of 0.838mm-0.877mm per the guide wire graphic. The returned guide wire was advanced through an 18ga lab inventory needle and lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide", the IFU also states, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained a long, continuous bend towards the distal end. Despite this, the sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.